Event description:
It was reported to covidien that a customer had a problem with a urinary catheter. The customer stated that there was a valve malfunction. The valve would not allow the balloon to release water. The customer ended up having to cut the lumen of the catheter to allow water to drain from the balloon.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.